Manufacturer narrative:
The reported sensing anomaly was caused by the broken lead tip. The helix header and helix were missing. The inner coil was fractured and visible outside the ring electrode. A cyclic bending in a narrow angle could lead to breakage of inner coil, due to fatigue.

Event description:
It was reported that the patient received many inappropriate shocks. Review of egms found episodes of electrical storm. X-ray indicated that lead tip was detached from lead body. The lead was explanted. However, lead tip was fixed in rv and left implanted.